Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced coupling and/or communication issues. An implantable neurostimulator over-discharge was suspected. It was later reported that the pt had received no stimulation since (B)(6) 2010. There was a premature battery depletion noted. The pt's neurostimulator was removed and replaced. There was no injury to the pt and the pt recovered without sequelae.